Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced two infusion set was fell off during use event on(B)(6) 2024. The infusion set was in use for three days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1875253 - MDR 3003442380-2024-04864 - device 2 of 2.